Event description:
It was reported that a patient underwent an aortic valve replacement procedure on (B)(6) 2015 and topical skin adhesive was applied to the wound of the median sternotomy. On (B)(6) 2015, the surgeon confirmed that redness appeared around area the adhesive was applied on the patient. Nerisona ointment was prescribed for the patient and the patient got well. The patient was hospitalized to check the condition.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.